Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance and thresholds. The rv lead remains in use and is scheduled to be reprogrammed. No patient complications have been reported as a result of this event.